Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The left side frame was broken at the weld/tubing at the bottom rear of the frame. However, the underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the left frame is broken at the weld where the back cane attaches to the frame. The patient brought the chair to the dealer because it seemed wobbly. The product was returned for evaluation, and subsequent testing verified the complaint. The left side frame was broken at the weld/tubing at the bottom rear of the frame.